Event description:
Additional information received reported that the patient did not have concerns with the device or therapy.

Event description:
It was reported that the patient had a stimulation device that was ¿installed¿ on (B)(6) 2013 and removed on (B)(6) 2013 because the patient got a (B)(6) infection. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).